Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred bipap a40 device. There was no harm or injury reported. The device was sent to a service center for evaluation. The ventilator inoperative condition was not confirmed. During evaluation and review of the device error logs, a program execution error was observed. The device's main board was replaced to prevent reoccurrence. The unit was confirmed to be working properly after replacement.